Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is ongoing.

Event description:
It was reported that during embolization treatment of the internal iliac artery, the physician observed that the implant was larger than it should be and removed it. The implant unraveled during removal. There was no patient harm reported or intervention.

Manufacturer narrative:
The investigation of the returned coil system found the implant stretched at the proximal end and to separated from the pusher. The monofilament profile is a stretched tail shape and the implant loops were measured to be "20mm" (10mm x 19cm = expected coil side). The length of the implant was unable to be measure due to the condition of the proximal loop. The implant coil is confirmed to be larger than 10mm x 19cm. The findings from the investigation were communicated to quality management.

Manufacturer narrative:
H11 - corrections: h6 - component code - remove 3157. H6 - investigation finding codes - remove 3211 and 3252. H6 - investigation finding codes - add 4211. H6 - investigation conclusion codes - remove 4315. H6 - investigation conclusion codes - add 23.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is ongoing.

Event description:
It was reported that during embolization treatment of the internal iliac artery, the physician observed that the implant was larger than it should be and removed it. The implant unraveled during removal. There was no patient harm reported or intervention.